Event description:
Consumer used the equate smilesonic pro advanced clean sonic replacement brush heads but the bristles fell out during use. She used the brush for about 1 month. Reporter/patient did not see any lot number. Product was not returned.